Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon burst. Damage/protector tip problem was also noted. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.